Event description:
Pt was put on vent for a ground transport to another hospital. Pt was on 80% o2 vent was giving alarm. Contacted fto and problem was resolved. While loading pt the alarm started going off and screen showed system failure and shut down. Turned vent back on and worked again for 20 sec and the screen blinked and again showed system failure pt was then bagged with no compromise and had airmed 5 transport pt.